Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device fired once without any issues noted. When the device was removed from the trocar after firing, the jaws would not open. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Results: damaged spring cartridge lockout tab. The analysis showed that the device was received in good visual condition and with a cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.